Event description:
According to the report, bioglue was used in two transphenoidal cases. In both instances an inflammatory response was noted along with a post nasal drip. In one instance a reoperation was required. This report represents the instance without the reoperation.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
According to the report, bioglue was used in two transsphenoidal cases. In both instances an inflammatory response was noted along with a post nasal drip. In one instance a reoperation was required. This report represents the instance without the reoperation. Additional information regarding lot numbers, dates of initial surgeries, dates of events, types of inflammatory responses seen, how long symptoms were present and how they resolved, operative notes, and patient outcome information was requested from the (B)(6) distributor of bioglue via email on 07/01/2015. No response was received to this email and a follow-up email was sent on 07/13/2015. The distributor responded the same day that lot numbers and dates of initial surgeries were not available. The inflammatory responses appeared a "few days after surgery," and the type of inflammatory responses was "swelling." The symptoms were present for "[the surgeon] does not remember." No responses were provided to the question regarding details of the reoperation and the request for operative notes. The distributor added that "the surgeon is not interested to report and cooperate with us." A final attempt for additional information was made directly to the surgeon via mail on 07/13/2015. No response was received to this letter. A manufacturing record review could not be performed as lot numbers were unavailable. Furthermore, the dates of implant are also unknown and therefore records could not be queried for potential bioglue lot numbers shipped to the distributor. A review was performed of the available information. The nasal mucosa typically responds to inflammation/irritation, either of which bioglue may elicit, by increased mucinous secretions. An inflammatory reaction related to use of bioglue is possible; however, there is insufficient information available to make any determination.

Event description:
According to the report, bioglue was used in two transsphenoidal cases. In both instances an inflammatory response was noted along with a post nasal drip. In one instance a reoperation was required. This report represents the instance without the reoperation.